Manufacturer narrative:
Our inspection of the unit revealed a broken terminal near the thermostat, which had allowed electricity to escape and resulted in a burn hole in the fabric foundation of the unit. We also noted signs that the unit had been subjected to a great deal of compression, and other internal components had been bent or broken. Discussion with the clinic revealed that they used the unit on top of a messaging/roller bed of some type, while the patient was positioned on top of the heating unit. Both of these actions are contrary to our instructions and warnings. We cautioned the user about proper use of our product, and determined that this report was attributable to misuse of the unit on the part of the user.

Event description:
It was reported an internal electrical component burned.